Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. There have been no additional complaints reported against the finish goods lot numbers 1126144h, 1126143h or 1126145h and the DHR shows that the products were released per specifications. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. Further, the customer was reminded to return all associated products to assist us with identifying root cause for issues they experience. As the customer believed the blue cloth towels could be the issue, the pak has been changed to the synthetic towel. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
A nurse reported their facility has had five patients who have experienced toxic anterior segment syndrome (tass). All affected patients have been associated with the same surgeon. Additional information was received from the nurse indicating they believe that the fibers coming from the hand towels in their custom packs could have contributed to the reported events. The facility did not retain any of the reported fibers to send in for evaluation but reported that the fibers seem to be white in nature and think they originate from the hand towels. On this patient's one day postoperative visit, 3+ fibrous reaction with hypopyon and anterior chamber inflammation were noted. The surgeon has indicated that the reported event has resolved with treatment. This is the fourth of five complaints being filed for this facility.